Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. There was no button error alarm on the device. The insulin pump had no traces of moisture at the electronic or motor assemblies per visual inspection. The insulin pump passed the rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests. The insulin pump was received with cracked case at the lcd window corners and cracked battery tube threads.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 45 mg/dl. Customer treated their low blood glucose level with food. Troubleshooting for keypad anomaly was performed. Customer stated the button error alarm did not occur right after the insulin pump was exposed to moisture. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.